Manufacturer narrative:
(B)(6) information anticipated, but unavailable at this time.

Event description:
User facility reported that the product was in use with pt attached to a ventilator. According to the reporter, the product was found to be leaking and the leakage source could not be confirmed to be the inflation line or the connector. User facility reported that the product was not removed and the reported loss in tidal volume was compensated by changing the pt's ventilator settings.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, pneumo was leaking when the 5mm grasper was inserted in the trocar. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.